Event description:
Pt had complained to audiologist that the pt had a headache in the temporal region of the implanted side in 2005, while at relative's house. The pt's relative picked pt up, gave medication and spent about 2 hours trying to get pt to relax and for the headache to go away. The processor was reportedly removed towards the end of the 2 hour period and was not replaced until the next day (am), at which time the pt reported that pt could no longer hear. Testing confirmed that the device has medicationed.